Manufacturer narrative:
According to the information from the field, the recipient was not able to benefit from the implant system after an impact near the implant site. No injury or hematoma was reported. Reportedly, the causes of the temporary no benefit were a mild swelling that has resolved, and non-functional batteries used by the recipient for the external device. After troubleshooting the recipient is again able to use to the implant system, and the device remains implanted and in use. This is a final report.

Event description:
The user went to the clinic after being hit in the head with a 2x4 (piece of lumber). After the incident, when the user put on the ap, there was no hearing sensation with the device. Reportedly the case has been resolved and the recipient will continue to use the device full-time. The user reports no pain or discomfort, and there were no concerns about the performance of his device once new batteries were placed in the processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user returned to the clinic after being hit in the head with a 2x4 (piece of lumber). An appointment for additional testing will be scheduled and med-el support will be provided for trouble shooting of the device.